Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device of operator is unknown.

Event description:
It was reported that the air detector was coming off of the device. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was confirmed during the investigation, the air detector was found to be broken and peeling off. Root cause of the reported issue is unknown. The air detector will need to be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on 04-aug-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 27-nov-2017.